Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: problems with automated decapping of tubes. To solve this, the caps are very lightly tapped by hand, thus ventilating the tube. After this manipulation, the automatic processing of the tubes on the inoqula works without further problems. The difficulties with the automatic decapping of the 4 ml bd vacutainer urine tubes.

Manufacturer narrative:
Bd had not received samples or photos for investigation of material # 364958, batch # 0227124. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: problems with automated decapping of tubes. To solve this, the caps are very lightly tapped by hand, thus ventilating the tube. After this manipulation, the automatic processing of the tubes on the inoqula works without further problems. The difficulties with the automatic decapping of the 4 ml bd vacutainer urine tubes.